Manufacturer narrative:
E1: initial reporter details are unknown h3: product analysis # (B)(4):part # 436120b : lot # ca19l106 visual and optical inspection revealed a few teeth of the centerpiece have been damaged. Functional inspection with a sample 20/25mm inserter confirmed the implant was able to connect and engage, expand and close without any grinding or restrictions. The cage set screw may have been locked during attempted jacking up of cage which damaged the teeth of the implant. This type of damage is consistent with excessive force. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy for l2 vertebral fracture. It was reported that t2 was used to perform a vertebral body replacement due to l2 fracture. However, when the centerpiece was attached to the inserter and it was tried jacked up inside the body, the pinion driver did not turn and could not be jacked up. When it was checked in the operative field beforehand, it could be jacked up successfully so it was not a mechanism problem, but rather the bone may have been jammed or the locking ring may have turned. There was no patient symptom reported. There were no further complications reported regarding the event.